Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Final analysis through visual examination found full breach outer insulation degradation adjacent to the connector boot at 4.5 cm from the connector pin. All the other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.